Manufacturer narrative:
(B)(4) - no known impact or consequence to patient; unintended movement. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens but the lens flipped and went into the patient's eye upside down. The lens was removed within the same surgery, with no patient injury. The backup lens was implanted and the patient is doing well.

Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Based on the complaint history, work order search, medical review, product evaluation, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This complaint file states that the lens "flipped up upside down during insertion". There is no information to determine if there was any malfunction of the insertion system, but a work-order search showed no similar complaints. There is no information to determine if the flip was due to improper lens loading, or surgeon handling. The haptic foot was very likely severed during explantation. There is nothing in the report about the damage. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).